Event description:
It was reported that the patient received inappropriate therapy due to noise. After lead replacement pocket stimulation and low impedance were observed. Header fracture was suspected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomalies observed in the field were caused by a short circuit in the device header.